Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the shaft of the device had broke. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an ar-4501 clinch input breaks when the button is lowered. This occurred during a case, with no patient effect reported. Additional information provided (B)(6) 2021: a meniscal repair was being performed. The device broke in the patient when trying to position itself, and all fragments were removed. The case was completed using a device from a different manufacturer. It was not possible to use a low knot, or a suture cutter. The implant was completely removed from the pcte. Additional information provided on (B)(6) 2021: the implant was not deployed since it broke before, just penetrating the meniscus.